Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ""elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08979 and -08980).

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08979 / 08980).

Event description:
Patient legal counsel reports patient underwent total left hip arthroplasty on (B)(6) 2006. Patient underwent an aspiration procedure on (B)(6) 2006 due to possible infection. Subsequently, patient was revised (B)(6) 2013 due to allegations of elevated cobalt and chromium levels. Patient underwent a manipulation under anesthetic on (B)(6) 2013 due to dislocation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a revision procedure on (B)(6) 2013. Legal counsel reported dark fluid and a 1cm deficiency over the anterior inferior wall were allegedly noted during the revision. A new head, taper adapter, cup, and liner were used to complete the procedure. Legal counsel reports further allegations of fluid collection around the hip indicative of armd; metal debris; groin pain; pain; inflammation and limp indicative of possible infection; grinding when hip placed through rom; and continued pain following revision.

Event description:
Patient legal counsel reports patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised (B)(6) 2013 due to allegations of elevated cobalt and chromium levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.